Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and therefore the reported event was not confirmed and a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The following patient identifiers are linked: (B)(6).

Event description:
The patient underwent multiple spiration valve placement in the right upper lobe under general anesthesia. One 6mm valve was placed in rb1b, one 6mm valve was placed in rb1a, another 7mm valve was placed in rb2 and lastly, one 9 mm valve was placed in rb3. Post procedure the patient was monitored in a hospital bed and had a chest x-ray performed. On (B)(6) 2024, the patient required hospitalization and chest tube placement due to a right tension pneumothorax. The following day, the chest tube was removed without complication. Two days later, a follow up chest ray was performed and indicated no pneumothorax. The event was related to the devices but not the procedure.